Event description:
A customer reported that the quick bolus/wake button on their insulin pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. The customer was guided by technical support on troubleshooting steps, including checking the button's pressure and removing the case from the pump, but the issue persisted. As a result, the pump was still found to be under warranty, and a replacement was arranged by technical support. The customer planned to continue using the current pump until the replacement arrived.